Event description:
The event is reported as: complaint alleges: the handle is blocked and the clip is firing under the jaw almost closed. The applier is unusable. No pt injury reported. Add'l info requested, but not rec'd.

Manufacturer narrative:
Device sample not returned to MFR in time for this report. A device history record (DHR) review did not show any issues related to this complaint.